Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that the device was in use and infusing heparin 25000 unit in 250 ml at a rate of 8.3 ml/hr (dose 830 unit/hr). At 12:04 am on (B)(6) 2017, the user changed the vtbi to 200 ml. At 1:20 pm, the device was channeled off. At 1:41 pm, the system was powered on and the module was programmed for a basic infusion to run at 830 ml/hr with a vtbi of 8.3 ml. At 1:42 pm the infusion completed and the device transitioned to the kvo rate of 20 ml/hr. At 2:04 pm the device was turned off. At 2:07 pm the device was restarted and the previous infusion was restored at 830 ml/hr. The infusion again completed, transitioned to kvo, and was turned off. At 2:25 pm the device was restarted and the previous infusion was again restored at 830 ml/hr. The infusion completed and transitioned to kvo. At 2:42 pm the vtbi was changed to 100 ml and the infusion restarted. At 2:45 pm the device was turned off. The total volume recorded as being infused from 12:04 am to 2:45 pm on (B)(6) 2017 was 185.909 ml. The volume recorded as being infused while the rate was at 830 ml/hr (1:41 pm to 2:45 pm on (B)(6) 2017) was 76.966 ml. The root cause of the customer's report of an unintended bolus was identified as user programming. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that an infusion of 25000 units of heparin in 250 ml of d5w was programmed to infuse at 8.3 ml/hr however they think the patient received a bolus of heparin. There was no patient harm.